Event description:
The customer reported of a leak inside the coulter hmx hematology analyzer. The customer stated that the volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eye wear and a lab coat at the time of the leak and no exposure or injury was reported. No erroneous results were generated and there was no change to patient treatment as a result of the event. Beckman coulter field service engineer (fse) was dispatched and found that the tubing at fitting 22 of the primary aspiration pump had popped off. The fse proceeded to replace the tubing and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).